Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins). The patient stated that their device was fully charged and still was not working. No symptoms were reported. The patient was advised to go to the nearest hospital.